Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example, possible mesh explant, partial explant or removal/repair of the hernia defect itself without explant of the previously placed mesh), as such we have not identified this to be a reported device explant at this time. The information provided does allege the patient experienced a hernia defect, however it is unclear at this time if the hernia defect repaired in the 2014 procedure was the same hernia defect repaired with the ventralex in 2012 or if this was a new hernia defect, however, hernia recurrence is listed as a known possible adverse reaction in the instructions-for-use. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. : not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2012 - the patient underwent surgery for repair of a ventral hernia. A ventralex hernia patch was implanted to repair the hernia defect. On (B)(6) 2014 - the patient underwent an additional surgery to repair the hernia defect and remove it. The attorney alleges the patient was severely and permanently injured and has suffered and will continue to suffer physical pain.

Manufacturer narrative:
This is an addendum to the initial MDR to correct the manufacture date and expiration date.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example, possible mesh explant, partial explant or removal/repair of the hernia defect itself without explant of the previously placed mesh), as such we have not identified this to be a reported device explant at this time. The information provided does allege the patient experienced a hernia defect, however it is unclear at this time if the hernia defect repaired in the 2014 procedure was the same hernia defect repaired with the ventralex in 2012 or if this was a new hernia defect, however, hernia recurrence is listed as a known possible adverse reaction in the instructions-for-use. With the current information available, no definitive conclusion can be made. Addendum 1: this is an addendum to the initial MDR to correct the manufacturing date and expiration date. Addendum 2: h11: this supplemental MDR is submitted to document additional information provided and to correct the manufacturing date. Based on the available information, no conclusions can be made. Per medical records, this is an obese patient significant for previous hernia repair surgery with implant of ventralex (device #1); patient had recurrent hernia with implant of a second ventralex (device #2). Medical records show that 2 years later, patient had infection, bowel perforation, fistula, hernia recurrence and underwent explant of both meshes. The medical records provided do not indicate a cause for the patient's postoperative course. The instructions-for-use (IFU) supplied with the device lists hernia recurrence, infection, adhesions and fistula formation as possible complications. Review of manufacturing records confirms product was manufactured to specification. Regarding infection, the warnings section states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the device." This semdr was submitted to represent the ventralex mesh (device #2). An additional emdr was submitted to represent the ventralex mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2012 - the patient underwent surgery for repair of a ventral hernia. A ventralex hernia patch was implanted to repair the hernia defect. (B)(6) 2014 - the patient underwent an additional surgery to repair the hernia defect and remove it. The attorney alleges the patient was severely and permanently injured and has suffered and will continue to suffer physical pain. Addendum per additional information provided: (B)(6) 2011 - a 60-year-old male obese patient was diagnosed with ventral hernia and underwent open repair with ventralex hernia patch on (B)(6) 2011. Per the operative notes, "a midline incision was made following the previous incision scar, just around the umbilicus. Hernia sac was dissected around its base and all the adhesions were removed. These was a serosal tear in the bowel and was repaired. There was a small hernia defect adjacent to the first; the hernia defect in total was 3 cm wide. A ventralex large patch (device #1) was placed within this and secured." (B)(6) 2012 - patient was diagnosed with ventral hernia and underwent open repair with another ventralex hernia patch on (B)(6) 2012. Per the operative notes, "hernia defect was identified to be just lateral to the previous piece of mesh placed for the midline repair (device #1). The adhesions were carefully dissected. Once this was done, a large piece of ventralex mesh (device #2) was then deployed and secured." (B)(6) 2014 - patient was diagnosed with mesh infection, recurrent hernia and underwent open repair with mesh removal (device #1 & device #2) on (B)(6) 2014. Per the operative notes, ¿the midline laparotomy incision was opened, excising the fistulous tract down to mesh which was removed. There were 2 pieces and at 1 point, they were deeply adherent to the small bowel which was fistulized to the back of the mesh and most likely is the source of the infection. App. 14¿¿ small bowel was then removed that had 2 separate perforations in it.¿ (B)(6) 2014 - patient underwent exploratory laparotomy for post-op bowel obstruction repair, incarcerated incisional right lower quadrant hernia repair and post-op hemorrhage evacuation. Attorney alleges bowel/intestinal removal, adhesion, fistulae, infection, pain and hernia recurrence.